Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.